Event description:
She received blood glucose readings of 238 and 98 mg/dl within a few minutes of each other. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.